Event description:
It was reported that the patient presented for a generator change out procedure. Interrogation of the pulse generator prior to the procedure noted that the right ventricular (rv) lead was not capturing. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.